Event description:
Meter name: profile. Strip name: one touch. Meter code: unknown. Strip code: unknown. Strip storage: unknown. Symptoms: unknown. A patient reported, not sure if they are overdosing themselves with insulin. The meter allegedly had missing segments. A meter malfunction. The result on their meter was last noted result 334mg/dl. No comparison. No treatment given. No further information has been reported.